Event description:
During service of product unit was found not to cycle with all leds on and a constant single tone alarm due to integrated circuit u28 on the logic board being out of spec. Replaced u28.